Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported by the sales rep that during an unknown surgery on an unknown date, it was observed that the tip on the drill guide device was broken during compression. It was unknown whether the surgery was completed successfully and also unknown whether there was any surgical delay. There was no patient consequences reported. No additional information was provided. This complaint involves one (1) device.